Event description:
It was reported that the event involved a female patient while in the cath lab. The md inserted the intra-aortic balloon (iab), prepped per instructions for use, through the teflon sheath via right femoral artery with no issues and no resistance encountered. About 10 seconds after the pumping was started, blood was observed in the gas driveline tubing. The pump did not give any leak alarms. As a result, the iab and teflon sheath were removed as one unit and the pump was switched out. The md inserted a tokai medical iab with a maquet intra-aortic balloon pump (iabp) successfully. No medical/surgical intervention was required. No delay or interruption in therapy was noted. No report of patient death, complications or injury. The patient outcome is good. Additional information received from teleflex medical (B)(4) on (B)(4) 2011 stated that since the arrow iab was removed and replaced with a tokai medical iab, the pump was switched out because the customer is more familiar with the maquet pump. Further information received on (B)(4) 2011 from teleflex medical (B)(4) stated that the same insertion site was used (right femoral artery) for the second iab. The gas driveline tubing was not returned, only the iab. Reference MDR #1219856-2011-00406 for the iabp report.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.